Event description:
The account alleged the back right brake caster separated from the bed while the bed was being pushed down hall.

Manufacturer narrative:
The tech found the caster main stem was not bent but the caster actuator was bent approx 45 degrees. He removed the leg cover for the caster and found the caster crew inside. The caster threads for the screw appeared damaged. The remaining casters worked properly. The tech replaced the right brake caster to repair the bed.